Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin, and wearing the pump supplies for 3 days. Tandem clinical support informed customer that using cold insulin, and wearing the pump the pump supplies for 3 days, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.